Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one reload. Visual inspection of the returned product noted that the reload was partially fired to the 5.5 cm cut line. Microscopic evaluation noted that the reload had damage to the cutting edge of the knife blade. The staple cartridge surface was damaged. The clamping mechanism was deformed. Functionally the reload was loaded into a pmv instrument, the interlock was overridden, and the reload was applied to test media. All remaining staples were placed and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade and staple cartridge may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Replication of the clamping mechanism deformation may occur through manipulation of tissue using the anvil side of the loading unit, or clamping over excessive thickness. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic right hemicolectomy. On the fourth firing for closing of the insertion, the device partially fired. To correct the issue, another reload was used successfully. The sales representative noted that the center of the reload was depressed. The sulu was physically broken. No patient injury or extension in surgical time. Patient status is no problem.